Event description:
Customer reported that pump was losing charge too quickly, typically lasting only two days before needing a recharge. There was no adverse impact to the customer's blood glucose level. Customer declined additional assistance because the pump was out of warranty and decided to purchase a new pump.